Manufacturer narrative:
Covidien requested additional information from the customer. A follow up report will be submitted when new information becomes available.

Event description:
Received information that frequency setting was changed; ventilator alarmed and stopped cycling while in patient use. Patient became cyanotic and alternative ventilation was provided.